Manufacturer narrative:
Failure mode is unknown. No other samples or assays were affected; sample specific event. Quality control was within laboratory's established ranges prior to and after event. No service visit was initiated.

Event description:
The customer obtained an erroneously elevated acetaminophen (actm) result for one patient sample involving the unicel dxc 600 pro synchron system. The sample generated an initial result greater than the analytical range for actm assay. The customer diluted the sample and repeated it on the same unicel dxc 600 pro synchron system. The repeat result for the diluted sample was higher than the initial result for neat sample. The diluted repeat result was reported outside the laboratory. The patient was treated for an acetaminophen overdose by administration of acetylcysteine. The physician questioned the result because the patient was not exhibiting high actm symptoms. The sample was repeated again and the instrument generated a low actm result. The laboratory does not know what effect this treatment had on the patient. The customer sent the lithium heparin specimen to a neighboring hospital and tested the sample on a dxc instrument and obtained a low actm result which verified the previous repeat result. Quality control was within laboratory's established ranges prior to and after the event.